Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that after multiple deployments, helix extensions and retractions, and the physician continuing to turn lead body to advance into the septum with no avail, the physician pulled the lead out to look at the helix. Dr tung asked for a new lead when he saw tissue was imbedded in the helix mechanism.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.